Manufacturer narrative:
The customer¿s report that the tubing set had a pin hole in the silicone segment where it connects to the upper fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional testing confirmed small droplets leaking from a small hole at the top of the silicone segment near the upper fitment. No other leaks were observed throughout the set. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be determined.

Event description:
It was reported that the nurse noted that there was antibiotic leaking out of the pump. Upon assessment, it was found that the tubing set had a pin hole in the silicone segment where it connects to the upper fitment. The customer further stated that there were no adverse effects caused to the adult patient from the event.